Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch found on optic near haptic; therefore, the condition of the product could not be verified. Photos of the lens implanted in the eye are attached to the parent file and have been reviewed by the investigation site. Marks can be seen on the lens, however, the details of the marks cannot be determined. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is the use of a non-qualified ovd. Per the reported information, non company viscoelastic was us as the ovd. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the crack-like scratch was found on the optical part near the haptic. It was found under the microscope after the iol was implanted during surgery. The surgery was completed without removing the iol. The iol still remains in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).